Event description:
The customer reported that their pump unexpectedly displayed a reset screen. There was no adverse impact to the customer's blood glucose level. After being informed that this reset was a safety feature, the customer was educated on necessary steps, including restarting cgm sessions and reloading the cartridge. The customer understood the instructions, acknowledged the information, and successfully resumed insulin use. Cts to replace pump. Customer will continue to use current pump.